Event description:
It was reported that the lead was displaying elevated rv thresholds. This was resolved by adding a rate/sensing lead to the current system.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available, a supplemental medwatch report will be filed under the appriopriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.